Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. The customer reported that their in-house support reseated connections and the system is now operational.